Event description:
The ge oec 9600 fluoroscopy system displayed a low ma error. The system was still operable.

Manufacturer narrative:
A ge oec service rep investigated the issue and found low ma null out of tolerance. The lcw and high ma nulls were re-calibrated to 0.0. The system was tested and found to be operating as intended. The system was released to the customer for use. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.